Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 375cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her left side postoperatively. On (B)(6) 2022, mentor became aware that the surgery date was been moved to (B)(6) 2022 from (B)(6) 2021. On (B)(6) 2022, the mentor failure analysis lab received two devices for evaluation. Hence, this report is being submitted for the second right side 375cc mentor memorygel breast implant received since it was also ruptured per analysis findings. Follow ups are in progress for clarification since only left side rupture was originally reported. When additional information is received, supplemental report will be submitted. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On february 22, 2022, the mentor failure analysis lab received the device for evaluation. On march 14, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Since no lot number was provided, no manufacturing record evaluation could be performed. Visual analysis of the returned sample revealed that the gel mod-rnd 375cc breast implant was found to be ruptured. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).